Event description:
Adverse event: interrupted treatment. Malfunction: error message / galvo. The system operator reported that the system displayed an error message which required the system to be reset. She stated that the system was recalibrated and the procedure was completed uneventfully. Additional information was requested, but the surgeon would not provide any follow-up information as he stated that the patient was not injured by this event.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site visit, tm (territory manager) confirmed the scanner error from a review of the system log file. To address this issue, the tm replaced the scanner module, verified that the system was operating within specification, and successfully completed the service and installation record. A manufacturing investigation will not be provided, because the tm's investigation was sufficient to establish root cause. In the weeks following the tm's activity, the system has had no further tracking issues. A patient/user impact investigation was performed, as the reported event indicated patient involvement during surgery. The site was contacted to understand if there was any impact, and the surgeon indicated there was no harm or injury due to the reported event. Conclusion: based on the results of the investigation, the root cause of the reported event was determined to be a faulty scan module. (B) (4) for use when an appropriate device code cannot be identified - (B) (4)